Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their right side bite is off. Their upper right 2nd tooth from the back is the only tooth touching when they bite, the back side of that tooth is hitting the front inside of the bottom tooth. The bottom appears to be too far in. And the top is too far out. Byte has not straightened their teeth and their bite is so off that their ear and jaw have hurt for months.

Manufacturer narrative:
Patient called in with additional information after the reported event. H6 codes added. Health effect: clinical code pain 1994. Unspecified musculoskeletal problem 4535. Medical device problem code: structural problem 2506. Unintended movement 3026.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.